Manufacturer narrative:
(B)(4) date sent to the FDA: 03/23/2016. (B)(4). The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a total laparoscopic hysterectomy for symptomatic leiomyomata uteri, which was converted to a tah and bso on (B)(6) 2006, and morcellex was utilized. It was reported on (B)(6) 2007, a needle biopsy revealed lms. It was reported that the patient died on (B)(6) 2007, and the cause of death were multi-organ failure, recurrent lms, and uterine lms. No additional information was provided.